Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said they had an MRI last week and when they took the device out of MRI mode, it didn't seem like they had the controller programmed right as the stimulation was not helping them. Pt said they had gone home and had tingling in their feet that felt uncomfortable. Pt said that the controller wouldn't let them get back to the screen they thought it should have been on and they said they knew they weren't pushing the right button. On the call, pt saw battery empty, cannot provide stimulation screen. Pss walked pt through starting a recharging session of their ins and pt had recharging excellent (controller 90%, ins in the red). Pss reviewed to allow the ins to fully recharge and reviewed how to turn stimulation back on. Pss also reviewed that if the stimulation does not feel right, they could try their other groups and/or should follow up with hcp/rep regarding their programming. Pt mentioned that when they were in the hospital, the doctor asked the pt if they wanted the ins explanted. Pt said no and was unsure of why the doctor asked them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated that a rep told them what to do and it worked. The issue has been resolved.